Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that the sounder fractured during use in plf surgery using xia system. There was no adverse outcome to the patient due to the event. The product will be available for evaluation. We will send it to the plant as soon as we receive it from the sales rep.